Event description:
The reporter stated that the filter cracked and leaked where the intravenous tubing was attached. The reporter indicated that this had occurred twice but did not provide specific details. There was no pt injury or treatment associated with this event. The set was changed each time and was discarded.